Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and verified the reported issue.physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power. There was no patient use associated with the reported event.

Manufacturer narrative:
Due to a part obsolescence, the device cannot be repaired at this time. The device was returned unrepaired to the customer and physio control recommends not to use this device anymore for clinical purpose. A cause of the reported issue could not be determined.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power. There was no patient use associated with the reported event.